Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 01-oct-2024. The customer reported unexpected potassium (k) result when testing a patient sample using chem8+ cartridge lot h24155. On both 28-aug-2024 and 30-sep-2024, the business partner stated that the customer had been using the incorrect collection tube for testing, as per cartridge and test information (cti) art: 714258-01q, rev. Date: 18-oct-2021. The collection option for chem8+ cartridges per art: 714258-01q, rev. Date: 18-oct-2021 is evacuated tubes with lithium heparin. Since the customer has received the proper guidance, the results have improved. Given that the use of an incorrect tube was responsible for the unexpected results, the cartridge lot does not require further investigation. It is recommended that incident (B)(4) be closed to a level 1 investigation using f1001 - product functioning according to specification and direction.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 25-jul-2024, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium result on a patient.. There was no patient information at the time of this report. Return product is not available for investigation. Method results sample: I-stat >9.0 9 mmol/l a; lab 5 mmol/l ni; lab 5mmol/l ni. Dates, test/collection times not provided. Cartridge product lot not provided. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.